Event description:
The customer contacted physio-control to report that during a recent patient event their device did not shock the patient when prompted. The customer advised that the patient, a (B)(6) male, suffered from sudden onset cardiac arrest. This event was witnessed and for a period of time during the event, the witness performed CPR; however, the witness stopped CPR prior to the ems teams arrival because they thought the patient had started breathing on his own. The patient was down for approximately 6 minutes before the ems team arrived. The ems team determined that the patient's breathing was in fact agonal and they proceeded with providing medical care. The ems team began CPR and then delivered two defibrillation shocks successfully at 200 joules each. Shortly after the second shock, a service indicator appeared on the device. The ems team attempted to charge the device again to provide a 3rd defibrillation shock, but the device froze and they were unable to continue using the device. A backup lifepak 15 device was readily available and was immediately hooked up to the patient in order to continue care. The delay between the initial device and the backup device was approximately 78 seconds. The ems team used the backup device to successfully provided another five (5) defibrillation shocks to the patient en route to the hospital. The patient did not survive the event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and was able to verify the reported issue. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u7. The ic chip rendered paddles lead ECG inoperative due to a lock-up condition, which prevented defibrillation from being provided. A physio-control clinical specialist evaluated the electronic patient records from the first device and determined that the device use did not contribute to the patient's outcome because defibrillation was not indicated based on the patient's heart rhythm (ECG). Additionally, a backup device was available and attached to the patient in approximately 78 seconds and was used to continue patient care, including successful defibrillation shocks.